Event description:
The customer reported that the piston was not pushing up the reservoir, and he noticed a breakage inside the piston. Troubleshooting was performed. The customer stated the device is making a bad noise. Advised the customer that the insulin pump will be replaced. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. The device also was received with motor noise anomaly during rewind due to a faulty motor. However, the insulin pump rewound properly.